Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a buildup of crusty blue material under the electrolyte injection cup (eic) valves in the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse observed that the eic valve was not making a good seal with the eic block, causing electrolyte reference reagent to dry on the side of the valve. The fse replaced the eic block bottom and performed an ise health check; no problems were noted by fse. Repairs were verified per established procedures prior to returning it into service. (B)(4).